Event description:
It was reported that bd alaris pump module infusion set had flow issues the following information was received by the initial reporter with the following . It was reported by customer that pump alarming "patient side occlusion", IV patency verified. Changed out pump w/ same result. Changed out tubing and problem resolved.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2202-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.